Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found the tubings at the top of the peristaltic pump were incorrectly connected by the customer during troubleshooting with the customer technical specialist. The fse correctly routed the tubing to the proper position to resolve the leak but the vacuum error was not resolved. He also changed the green fluid barrier filter as preventative maintenance. The fse found while performing the drain function, an excessive amount of bubbles were seen going into both baths. The fse found a loose connection at the sweepflow spool. He tightened the connection, replaced the low vacuum regulator and resolved the vacuum error. Identified failure modes: failure mode for the leak was use error; the customer incorrectly routed peristaltic pump tubings. Failure mode for the vacuum; loose connection at the sweepflow spool. No erroneous results were generated. Upon recur; the failure mode for the vacuum is likely to generate erroneous rbc (red blood cell) and plt (platelet) results due to improper sweepflow caused by bubbles or debris. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 12 analyzer. While troubleshooting vacuum errors on their act diff instrument, the customer reported the baths were overflowing. The volume was reported as a few ml and the leak was not contained. The operator was wearing gloves and lab coat when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.